Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I and spinal pain. It was reported that the patient went to the emergency room for extreme pocket site pain. They were treated for the pain at that visit. The entire system was then explanted and not replaced on (B)(6) 2019. The event was possibly related to the device or therapy. It was resolved without sequelae. No further patient complications were reported as a result of this event.